Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a replacement procedure, this atrial lead broke when it was removed from the device. The pin and part of the coil got stuck in the device port due to the aging of the lead and deterioration. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the investigation conclusion code known inherent risk was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a replacement procedure, this atrial lead broke when it was removed from the device. The pin and part of the coil got stuck in the device port due to the aging of the lead and deterioration. No additional adverse patient effects were reported.